Event description:
It got stuck: vagina [foreign body in reproductive tract]. Infection: vagina [vaginal infection]. Case narrative: consumer reported via e-mail that the tampon got stuck. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
It got stuck- vagina [foreign body in reproductive tract] infection- vagina [vaginal infection]. Case narrative: consumer reported via e-mail that the tampon got stuck. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
It got stuck- vagina [foreign body in reproductive tract]. Infection- vagina [vaginal infection]. Case narrative: consumer reported via e-mail that the tampon got stuck. No serious injury reported.

Event description:
It got stuck- vagina [foreign body in reproductive tract]. Infection- vagina [vaginal infection]. Case narrative: consumer reported via e-mail that the tampon got stuck. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.